Event description:
It was reported that the device had failed pressure occlusion test during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, remedial action required, remedial action #,imdrf annex a, b, g, c and d grids and manufacturer narrative. Omit: a25 - no apparent adverse event (3189),b21 - type of investigation not yet determined,g07001 - part/component/sub-assembly,c21 - results pending completion of investigation,d16 - conclusion not yet available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pressure occlusion test during preventive maintenance. There was no patient involvement.